Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported that while performing a breast biopsy using an atec biopsy device on (B)(6) 2026, "the needle at the end of the handpiece came off." It is reported that the procedure was able to successfully be completed with the same device and no patient and/or user harm was reported. No further information is currently available.